Manufacturer narrative:
(B)(4). Analysis of the returned product noted blood visible in the guide wire lumen and on the loosely folded balloon. There was thick contrast in the inflation lumen and on the shaft. This is consistent with preparation, the stent delivery system (sds) advanced into the patient anatomy and stent deployed. The distal balloon taper was bunched. The entire length of the balloon was wrinkled. The balloon had separated at the proximal balloon seal, confirming the reported information. The fracture faces were jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The shaft inner and outer members were wrinkled for a length of 3.5 cm proximal to the separation. The inner member had separated 2.6 cm distal to the separation. The inner member was wrinkled at this location. There was a pilot guide wire returned stuck inside the guide wire lumen. There was 101.4 cm of the guide wire extending out of the tip of the sds. The guide wire was returned with blood and contrast on the core and polymer coating. There was a kink in the core 1.2 cm proximal to the tip of the guide wire. There were kinks in the core 61.5 cm and 72 cm distal to the proximal end of the guide wire. An attempt was made to advance a mandrel through the guide wire lumen; however, the mandrel would not advance past the wrinkled inner member. The outer diameter of the guide wire was measured and met manufacturing criteria. Slight force was used to remove the guide wire from the sds to reveal thick blood and contrast on the core and polymer coating. The returned guide wire was backloaded through a new sds and there was no resistance noted. Factors that may contribute to the inability to retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, it was reported the sds was able to advance over the guide wire to the lesion with no resistance noted; therefore it is likely that the build up of blood in the guide wire lumen of the sds and on the guide wire during the procedure contributed to the difficulties removing the sds. Additionally, as resistance was encountered, if force was applied, this would contribute to the shaft bunching, creating additional resistance. The attempts to remove the frozen sds from the guide wire would then contribute to the shaft separating and further damage to the sds. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulty retracting the sds over the guide wire, shaft separation, and noted damage to the sds appear to be related to the operational context of the procedure.

Event description:
The xience v stent was deployed in the circumflex artery; however, it was difficult to remove the stent delivery system in the guiding catheter (type unknown). It was felt that the stent delivery system was actually stuck on the pilot guide wire. Upon pulling the device, it appeared that the balloon material and tip of the device had separated; however, the device, as well as the guide wire, remained in the guiding catheter and the guiding catheter was removed with no issue. There was no device material left in the patient. There was no delay in the case as the procedure was completed; there was no patient injury. Though requested, no additional information was provided.